Manufacturer narrative:
Conclusion: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. A surgery to re-insert the active electrode was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
At initial activation it was observed that the recipient had hearing sensation on only 5 channels and soft subjective sound responses on channels 6 and 7 with high stimulation. A revision surgery to re-insert the electrode completely was carried out on (B)(6) 2019. The recipient was re-activated as a normal user.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At initial activation it was observed that the user had hearing sensation on only 5 channels. Further, subsequent imaging confirmed that part of the electrode array was out of cochlea. A revision surgery is scheduled.